Event description:
A malfunction was reported on the pump, although no notable events occurred prior to this. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction did not recur after the reset. Customer was advised to continue using the pump and to contact technical support if any further issues arose; they acknowledged and understood these instructions.